Event description:
It was reported to philips that during a cerebral procedure, the xper CT did not function as intended, preventing the performance of a cross-sectional CT (computed tomography scan). The report indicated that this led to a delay in the diagnosis of a cerebral hemorrhage, necessitating an emergency surgery for drainage. The procedure was terminated, and the patient was then taken to another operating suite for the surgery. It was noted that the surgery concluded with a positive outcome. An investigation into this complaint has been initiated by philips.